Event description:
Medtronic received information that 1 hour following the successful implant of this transcatheter bioprosthetic valve via a direct aortic approach, bleeding was noted at the access site. Transfusions were given and the patient was brought back to the operating room where a tear in the aorta was repaired. The physician reported that the tear in the vessel was due to difficult patient anatomy. Following the repair, the patient remained in stable condition.

Manufacturer narrative:
Conclusion: access site complications, such as bleeding, are known potential adverse effects per corevalve instructions for use (IFU). In addition, dissections and perforations are known potential adverse effects that can occur during any invasive procedure, per corevalve IFU, and do not indicate a manufacturing issue.

Manufacturer narrative:
The product was not returned for analysis, as it was discarded by the customer. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.